Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that for the last couple of months, the patient has been getting uncomfortable surging sensations. The patient had continued to charge but had turned the stimulator off. There were no external or environmental factors noted which may have contributed to the issue. The manufacturer representative interrogated the unit on the day of the report and impedances showed that contact 4 was greater than 10,000 ohms. The patient does have contact 4 in her programming. All other impedances were fine. The manufacturer representative reprogrammed the patient without contact 4, and the patient indicated that stimulation felt good, and that it was still covering her painful areas. The issue was resolved at the time of the report. Surgical intervention was not planned or performed. There were no further complications reported or anticipated.